Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of prolapse is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the 2.5x15 mm xience sierra stent was implanted in the mid left circumflex coronary artery. Plaque shift occurred. A 2.5x08 mm xience sierra stent was implanted to treat the plaque shift. The condition resolved. There was no adverse patient sequela. No additional information was provided.